Manufacturer narrative:
Product complaint #: (B)(4). Lot ml18073684, work order (B)(4) was reviewed. There were no problems "see" during the manufacturing and testing of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an introducer used? Was there conditions of the liver that made the device difficult to insert? Was the probe angulated during insertion to cause pressure on the tip? Was there any unusual manipulation of probe after insertion. For bio-compatibility information, you may instruct the physician to a submit request to www.jjmedir.com.

Event description:
It was reported that during a microwave liver ablation, the physician was using a pr15 probe and the tip of the probe dislodged from the body of the probe and embedded itself in the liver. This happened prior to the ablation. The length of the piece that is lodged in the liver is approximately one and half centimeters in length. The physician would like to know immediately whether or not the patient needs a surgical consult of said particle. Case completed with another device of the same product code.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/10/2019. Corrected data: d4. Expiration date: 4/1/2022. D7. Explantation date: n/a. Data evaluation summary: call home was reviewed. A pr15, (B)(4), was connected to channel 1. Two more pr15s, (B)(4), and (B)(4), were connected to channels 2 and 3, respectively. Each probe tested successfully. 55 minutes later, probe 3 was disconnected and a new probe, (B)(4), was connected to channel 3. This probe tested successfully. An ablation was set to 3:00, 65w for probes 1 and 2. After 1:37, probe 2 issued a reflected power error. Probe 1 was allowed to complete the 3:00 ablation. Another ablation was set to 3:00, 65w for probes 1 and 2. This ablation completed successfully. This marked the end of the case. The replacement probe (3) was not used. This probe will not be returned to neuwave for further investigation. No errors were seen in call home. The probe tip break cannot be verified. The root cause of the issue is unknown. The following information was requested, but unavailable: was an introducer used? Was there conditions of the liver that made the device difficult to insert? Was the probe angulated during insertion to cause pressure on the tip? Was there any unusual manipulation of probe after insertion. For bio-compatibility information, you may instruct the physician to a submit request to www.jjmedir.com response: I have not received any additional information from the fellow.